Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). With in specification the band/balloon with 49cm of catheter, the injection port, the locking connector and the tubing strain relief were returned. Upon visual inspection, it was observed that the biological debris were inside of the injection port. Actuator ring was not locked . The tubing connection was bent and port body was damaged on the locking connector side (probably performed during the explantation of the port). Three hooks were partially retracted and the fourth remained deployed. Per microscopic inspection, it was noted that the septum was punctured 9 times. No damage was observed on the tubing strain relief. Dimensional analysis of the returned components was performed and all meet specification. Our investigations concluded that the device was manufactured to specifications and met all release criteria. No relevant discrepancies were noted during manufacture of the in batch question. It is also noted that each and every device is inspected prior to release.

Event description:
It was reported that during a band conversion to a gastric bypass procedure, the band tube was found disconnected from the access port. The patient had approximately four adjustments. The patient is stable.